Event description:
The lead was capped on (B)(6) 2011 due to product performance issue. The lead fractured. The procedure took place at (B)(6) this report reflects information received by FDA in the form of a notification per 803.22 (b)(2)